Event description:
It was reported that the patient was experiencing bradycardia. It was also reported that the device had reached end of service [eos] and was not able to be interrogated. The device was explanted and replaced. Additionally, the patient's electrocardiogram revealed that the right ventricular [rv] lead was not capturing. The rv lead remains in use. No fruther patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.